Event description:
It was reported that power cord on the unit was very hot following a procedure. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The field service report has not yet been rec'd. A f/u report will be submitted when the investigation is complete.